Event description:
Customer reported an issue with a pump display that affected interaction and the ability to read the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement, confirmed the shipping details, and instructed the customer on returning the faulty pump, which was under warranty, using a pre-paid label. The customer was advised to switch to manual daily injections as a backup therapy.